Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This product is not marketed in the us. Device evaluation: lens was returned in liquid, lens case/vial. Visual inspection found no visible damage to the lens. Patient code (B)(4): no code available (secondary surgery, lens exchange, angle closure). Result code: work order search was performed, no similar complaints were reported for units in the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -12.00/1/81 diopter, in the patient's left eye (os) on (B)(6) 2016. The patient experienced excessive vaulting, pupil block, and angle closure (with elevated iop). On (B)(6) 2016 the lens was explanted, and then exchanged for shorter lens.

Manufacturer narrative:
The lens was returned in liquid in a lens case/ vial. Visual inspection found the lens haptic bent and foreign material present on the lens surface (fibers). Dimensional inspection found the lens to be within specifications. (B)(4).